Event description:
It was reported that during a low anterior resection procedure, distal stapling line burst when introducing sizer. The procedure was completed by hand-suturing. There was no pt consequence.